Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 54 mg/dl. Cause of low bg was due to customer increased physical activity and active lifestyle. Additionally, the customer suspected the pump settings were incorrect. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.